Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The caregiver (cg) stated that "when the patient was done with therapy they are finding "a little fluid under device". The cg confirmed that the patient just started using a new box of cassette. Renal therapy services (rts) advised the cg to check inside of the cassette door and it was dry; nothing looked damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.